Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (abdomen) as the adhesive was observed lifting from the patient¿s skin, causing the cannula to dislodge and resulting in insufficient insulin delivery. Despite noticing the adhesion issue, the pod was not replaced and was worn overnight. The patient awoke with very high blood glucose levels and went to work without changing the pod, assuming it was still functioning. While at work, the patient¿s blood glucose continued to rise, and he experienced vomiting despite administering multiple boluses. The patient began exhibiting symptoms consistent with diabetic ketoacidosis. As treatment, the pod was removed, and the patient was able to manage the event following removal.